Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of pain in extremity ("the patient has had pain mainly in her leg") in a 47 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced pain in extremity (seriousness criterion intervention required), restless legs syndrome ("restless leg (syndrome)") and fatigue ("chronic fatigue lasting for almost the past 10 months"). The patient was treated with surgery (laparoscopic left salpingectomy + cornual resection). The reporter considered fatigue, pain in extremity and restless legs syndrome to be related to essure administration. The reporter commented: primary reason for removal: restless leg [syndrome] and chronic fatigue and leg pain. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 59 kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of pain in extremity ("the patient has had pain mainly in her leg") in a 47 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced pain in extremity (seriousness criterion intervention required), restless legs syndrome ("restless leg (syndrome)") and fatigue ("chronic fatigue lasting for almost the past 10 months"). The patient was treated with surgery (laparoscopic left salpingectomy + cornual resection). The reporter considered fatigue, pain in extremity and restless legs syndrome to be related to essure administration. The reporter commented: primary reason for removal: restless leg [syndrome] and chronic fatigue and leg pain. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 59 kg. Quality-safety evaluation of ptc: for essure: the investigation of the sample could not confirm any quality defect. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. The most recent follow-up information incorporated above includes data received on: 25-jan-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of pain in extremity ("the patient has had pain mainly in her leg") in a 47 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced pain in extremity (seriousness criterion intervention required), restless legs syndrome ("restless leg (syndrome)") and fatigue ("chronic fatigue lasting for almost the past 10 months"). The patient was treated with surgery (laparoscopic left salpingectomy + cornual resection). The reporter considered fatigue, pain in extremity and restless legs syndrome to be related to essure administration. The reporter commented: primary reason for removal: restless leg [syndrome] and chronic fatigue and leg pain. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 59 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 11-jan-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.